Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. Ts recommended programming the rrt sensor off. This ICD system remains in service. No adverse patient effects were reported.